Manufacturer narrative:
Device is a combination product. A promus premier ous mr 28 x 2.50 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage with stent struts on the proximal to mid-stent region lifted and pulled in all directions. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 08-oct-2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right radial artery. The non-totally occluded, eccentric, de novo target lesion was located in the calcified left anterior descending artery. Following pre-dilatation with a 15x2.0mm emerge balloon catheter, a 28x2.50mm promus premier drug-eluting stent was advanced but failed to cross the lesion despite several attempts. The device was removed and the procedure was completed with a 20x2.75mm promus premier stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.